Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The mother of a customer reported via phone call that the insulin pump alarmed replace battery and battery was only in use for 2 days. Customer's blood glucose was unknown at the time of incident. Customer also indicated that they sometimes have high blood glucose in the morning, but did not indicate the blood glucose level. The pump replacement procedure was explained to the customer. No further details given.

Manufacturer narrative:
The insulin pump passed full functional testing including displacement test, rewind, prime seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. No unexpected replace battery now alarm noted in the history file or during our testing. Power management parameters graph has confirmed the unloaded voltage and loaded voltage was within the specification range. The insulin pump was received with cracked keypad overlay at the select button, scratched case and keypad overlay texture damage.